Event description:
The pt reported inaccurately low blood glucose readings with test strips, lot 1j514a. This morning, the pt opened the first bottle of test strips from the box and, with the first test strip from the bottle, the pt obtained a blood glucose reading of 29 mg/dl. The pt did not have hypoglycemic symptoms. Because of the lower reading, the pt immediately performed a second and third blood glucose test and obtained results of 26 and 39 mg/dl. Consecutively. The pt does not have normal control solution. He does not have a check strip. The pt's meter was set to the appropriate code. The desiccant is in the first test strips bottle from the box. The pt has not opened the second bottle from the same box. The pt was unwilling to perform a blood glucose test with the rep because he was "in a hurry." The pt stores the test strips in his bedroom.